Event description:
The customer reported that the system locked up during a procedure, when the image was saved and would not reboot. Another c-arm was brought in to complete the procedure.

Manufacturer narrative:
(B) (4). The ge service rep observed the no boot symptom once, with the debug monitor displaying a "detecting ide drives" message. Also the problem began disappearing when the voltages were checked at the dc distribution pcb. He found 0.2 vdc voltage drop at f9 fuse holder. The rep cleaned and adjusted the fuse holder. The system has been functioning properly. (B) (4)